Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the connector body was loose, the connector pin was pushed in and the swivel allowed for the complete rotation of the housing. It was determined that the connector body was loose due to loctite deterioration. It was determined that the connector pin was pushed in due to a misalignment during the attachment to console. It was determined that this type of damage to the connector could result in an e8 error code. Therefore, the reported condition was confirmed. It was determined that the 360 swivel rotation was due to excessive force while trying to rotate the motor, which damaged the roll pin in the swivel. The assignable root cause of the component damage was determined to be due to misuse, abuse and/ or user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device had an e8 error code. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.